Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an alert for out of range impedance measurements. The exact measurement was unknown at that time, but there was an earlier measurement of less than 200 ohms. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that when the device was checked, ra impedance and other lead measurements were normal. There were no further actions taken. No adverse patient effects were reported. The lead remains in service.